Manufacturer narrative:
Initial investigation by olympus (B)(4) confirmed that the solder part on the right hand side of the power supply outlet was damaged by sparks. The product has been reviewed by the MFR and has confirmed the damage is consistent with the user not fully inserting the medical device connectors into the out put sockets of the mobile workstation's transformer. There was no report of injury and this report is submitted in abundance of caution.

Event description:
The olympus wm-t1 transformer serial number (B)(4), was mfg on 08/15/2007, and delivered to and used by the customer since (B)(6) 2007. The underside of the base of the wm-np1 mobile workstation is designed with a protective metal cradle into which the wm-t1 transformer has 12 output sockets which allows electrical medical devices, which are situated on the shelves of workstation, to be plugged into the transformer and receive power when the mobile workstation is connected to the mains supply. During the event, sparks occurred and the power supply was shut off. There was no report of injury.